Event description:
The customer contacted beckman coulter inc (bec) in regards to erratic results for estradiol on one patient's sample and a secondary patient's sample which repeated outside assay precision range. The samples were run on the dxi 8- access immunoassay analyzer. The results were reported out of the laboratory; however it is unknown if patient treatment was impacted by this event. Sample information was not provided. On (B)(6) 2011, system check was performed and all portions were within published specifications. Customer's qc charts, three levels of qc are run once every 24 hours and all levels of qc were recovering +/- 2sd from the customer's established mean on the day of event. No root cause can be determined for this event.